Manufacturer narrative:
Additional manufacturing narrative: two of the returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors was determined to be functioning as designed.

Event description:
The customer reported: "in the nicu there was an infant who was pink but the reprocessed sensor pulse oximeter neonatal adhesive kept fluctuating between a high oxygen saturation and a low oxygen saturation number. This certain scenario has happened several times per a nicu rn on an infant she was caring for." No consequences or impact to patient was reported.